Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction to incident description: on (B)(6) 2014, the reporter contacted lifescan USA, alleging that the control solution results were below the expected control solution range. The reporter claimed obtaining a control solution result of ¿115 mg/dl¿ which fell below the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.